Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient¿s implantable neurostimulator (ins) was depleted after the patient had programming done and the ins was replaced on (B)(6) 2014.

Event description:
It was reported that a patient being treated for parkinson¿s disease had symptoms of their body suddenly trembling on 2014 (B)(6) and currently not being able to walk. The patient¿s family was asking for the patient to be reprogrammed. A reprogramming appointment had not been set as of the date of this report. There was no known cause for the therapy change and it was unknown if an event occurred that caused or contributed to the change in therapy. No interventions or patient outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received a follow-up report will be sent.